Manufacturer narrative:
(B)(4). Evaluation summary: a section of balloon material; distal inner shaft marker and a section of the tip material had detached. There was 5.5mm of balloon material remaining distal to the balloon bond. The balloon had torn in a radial pattern. The material was jagged and uneven along sections of the tear. The proximal inner shaft marker was pinched and flattened. The inner shaft and tip material were partially stretched. The tip material was jagged and uneven at the break site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon catheter during a procedure. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. During the procedure it was reported that the balloon ruptured/burst or leaked at 12 atm. No patient injury reported.